Manufacturer narrative:
H3/h6 - evaluation of the returned pendant bi71000529 lot# 29913 0019 rev. 1 confirmed the event. System and pendant boot as expected. Pendant keys are still functional, but several are worn and need excessive pressure to be applied to function. Codes b01, c07, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID unk_oarm_comp (unknown serial/lot); section d references the main component of the system. Other medical products in use during the event include: kit svc o2 bi71000529 pendant o2 h3) onsite functional and visual examination was performed by a manufacturer representative. The pendant was replace and the firmware was loaded. The system passed a system checkout and was determined to be operational. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant was no longer responding to button pushing and was delaminating. There was no patient involvement.